Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 54 mg/dl. Customer was in the emergency room for an unrelated issue and while she was there, her blood glucose decreased to 54mg/dl. The customer declined troubleshooting for low blood glucose. There was no indication that the insulin pump over delivered insulin.